Event description:
It was reported that the patient with left ventricular (lv) lead experienced stimulation near the device with threshold testing and during the day at home. Boston scientific technical services (ts) assessment was with the stimulation in the pocket, a concern about an insulation issue. Additional information received which indicated that the lv output was turned off. As of this time, this lv lead remains in service. No adverse patient effects were reported.